Event description:
Bilateral breast implants were removed due to suspected rupture. The right implant was noted to be ruptured through the capsule, with free silicone in place. This was removed. A total capsulectomy was performed, including an irregularity which had been palpated through the right upper outer quadrant. This was submitted for pathologic diagnosis. The left implant, a 200 cc dow-corning-wright device, was found to be intact and was removed. A capsulectomy was performed. Mcghan biocell saline implants were placed bilaterally.